Manufacturer narrative:
(B)(4).

Event description:
It was reported that the "fiber tip failed allowing laser beam to fire directly out of the end of the tip, was not in tissue when this occurred." The "second fiber was opened and the procedure was completed without incident. The outcome was reported as "pt was unharmed due to fiber failure."